Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. Reportedly, only 5ml of water was coming out causing trauma and bleeding to the patient. Five patients were admitted to the hospital. It is unknown at this time if the patient required medical intervention.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. Reportedly, only 5ml of water was coming out causing trauma and bleeding to the patient. Five patients were admitted to the hospital. It is unknown at this time if the patient required medical intervention.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿valve stem too long or too short and valve body or stem deformed¿ with a potential root cause of "poor interface/fit between inflation syringe and/ or inflation funnel and incorrect alignment of valve assembly". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.